Manufacturer narrative:
Investigation found that the ratchet retainer pins were both loose allowing the ratchet gear to lift out of place. It was observed that the ratchet gear and hook talons had poor contact impacting the rotation of the ratchet gear. No damages were noted on the sma wire assembly but a high resistance was observed. The sma wire was out of spec. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was found during investigation that the patient omnipod was determined to have a malfunction with the ratchet retainer pins were both loose allowing the ratchet gear to lift out of place. It was observed that the ratchet gear and hook talons had poor contact impacting the rotation of the ratchet gear. No damages were noted on the sma wire assembly but a high resistance was observed. The sma wire was out of spec. Patient reported bg levels reaching over 373 mg/dl as a result. For treatment, patient delivered a manual injection and changed the pod at 2:17pm.